Event description:
This is being filed to report the mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. At a later date the patient returned with the mr increased to 4+. Per the physician, the increased mr was due to progression of disease. A second procedure was performed on (B)(6) 2022. A nt clip was placed on the lateral side of the implanted clip and an xt was placed on the medial side, reducing mr to 1+. The gradient post implant of the last clip was 7mmhg. They took fluid out (diurese the patient) to help lower the gradient. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of mitral stenosis (ms) cannot be determined. The reported ms as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.